Manufacturer narrative:
Upon arrival of the affected device, a battery was dislodged within the handle. After proper insertion of the battery, the handle functioned as intended.

Event description:
The customer alleges the "flickering light in handle." No other details were provided and no patient injury/harm reported.